Manufacturer narrative:
(B)(4). Investigation summary: an empty folder, a detached needle and seven needle/suture pieces of product code: m8557 were received for evaluation. The product code is double armed. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed on the body needle. No remnant of the suture was observed into the barrel hole and the suture was not received for evaluation to determine the assignable cause. Seven needle/sutures pieces were examined for visual inspection and the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed on the body needles. In addition, a suture piece still was attached to needles and the end was cut by use of a surgical instrument. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿the suture was detached from the needle during continuous suturing on the vein though it was used in usual way¿.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an aortic valve replacement surgery on (B)(6) 2019 and the suture was used. It was reported that the suture was detached from the needle during continuous suturing on the vein though it was used in usual way. It was not a control release needle. Another suture was used to complete the procedure. There were no patient consequences reported.